Event description:
It was reported that the manifold clogged during a surgical procedure at the user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported clog of the manifold was confirmed by a manufacturer field repair technician through visual inspection of photographs provided by the user facility. The manifold has the potential to clog due to the design of the device. Device not returned for investigation.